Manufacturer narrative:
Initial report sent (B)(6) 2015.

Event description:
Procedure type: low anterior resection according to the reporter: after the eea31 was fired, the tissue was not cut and the device was difficult to remove. The surgeon left the anvil in the rectum and removed the handle. The surgeon removed the anvil through tissue resection using a maetzenbaum scissors. The anastomosis site was sewn by hand. The case was not extended and there was no bleeding reported in excess of 500cc. No reinforcement material was used. The patient was stable.

Manufacturer narrative:
(B)(4).